Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead and right atrial lead exhibited oversensing of noise. On 04/16/2018, the patient presented for lead revision procedure where it was noted that the right ventricular lead had a fracture possibly due to lead abrasion. No insulation anomalies were noted on the atrial lead. The leads were capped and replaced. Patient was stable before, during, and after the procedure.